Event description:
End user was coming out of the home in their chair, let go of their joystick to stop the chair but it kept going and fell off the front of the porch at the stairs. The end user's family member was coming up the stairs to help the end user and caught them. They both fell to the ground and the chair fell on top of them causing bruising to the end user.